Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. The customer mentioned the device was being operated in close proximity to the MRI machine, but the actual distance was not provided. It is important to note that these devices are approved to be used in an MRI environment with up to 3t magnetic force and must be placed behind the 2000 gauss field line. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 valve failure - 1012" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.